Manufacturer narrative:
The ventilator was tested by the hospital and they have not shared the test result with us. The device logs were received for evaluation. The logs shows that a pre-use check was successfully performed 2 days before the event date. On the event date three short ventilation periods of; 1.5, 0.5 and 1.5 minutes respectively were started and in all three periods the reported failure respiratory rate high can be confirmed. The measured respiratory rate is not available since the trend log is available only during 24 hours and the logs were saved more than 24 hours after the event. The change in trigger sensitivity to a less sensitive setting was performed by the user in the 3rd ventilation period, 20 seconds before ventilation was set to standby, but we cannot determine if the change affected the respiratory rate in any way. The pre-use check prior to ventilation start was successful and the patient circuit leakage test in between the 2nd and 3r ventilation period passed. The technical log has no entry during the date of event. The cause of the reported high respiratory rate has not been determined, but the available logs do not suggest any technical failure in the ventilator.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the respiratory rate kept increasing to 140s-150s, the exhaled tidal volume and minute volume were 0. Patient circuit test was re-performed and there was no change. It was believed that the trigger was too sensitive and may have been picking up the patient pulse from right bronchus compression. Therefore, trigger adjustments were made but did not resolve the issue and the ventilator was swapped out for another one. There was no patient harm. (B)(4).